Event description:
It was reported that the biosure ha anchor broke during a procedure. A back up device was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Additional information made available after initial submission.

Event description:
A small portion of the biosure ha anchor was unable to be removed from the bone hole. No additional bone holes were drilled.

Manufacturer narrative:
Device investigation narrative -one 9x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 7.5mm of the distal threads have broken off and were not returned. The remaining threads are deformed and are missing numerous pieces. The screws major diameter and wall thickness was measured and found to be within print specification. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. Device returned for evaluation. Device evaluated by the manufacturer. (B)(4).

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. Date new information received.